Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
The reported complaint was deemed confirmed as a known issue and during evaluation of the returned device. The most probable root cause for the issue was determined to be a faulty power supply. The defective power supply was returned to the vendor on ncmr# 43260 for analysis. Corrective action was initiated to investigate electrical issues for the versajet ii consoles. Modifications to improve the performance of the power supply have been implemented. Smith & nephew acknowledges the concern to the caregivers regarding the change in the patient's plan of care. In accordance with the versajet IFU, in order to avoid unwanted procedural delays, ensure the system is fully operational prior to administration of anesthesia. No further corrective action will be taken at this time. Future product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time. Based on information provided, the reported event did not result in patient injury.

Event description:
Doesn't work. The versajet was plugged in and staff attempted to turn on the unit. The unit would not turn on. The cord was exchanged and alternate power outlets were tried. Patient had to be re-scheduled in order to debride ulcer with versajet. The or had to obtain a fucntioning versajet before patient was rescheduled.

Event description:
Doesn't work. The versajet was plugged in and staff attempted to turn on the unit. The unit would not turn on. The cord was exchanged and alternate power outlets were tried. Patient had to be re-scheduled in order to debride ulcer with versajet. The o.r. Had to obtain a functioning versajet before patient was rescheduled.